Event description:
It was reported that the hcp saw the patient in his office on (B)(6) 2013. The pump pocket site was reddened, swollen, and warm to touch. The patient had recently had a wound debrided that was directly next to the pump site. The patient was admitted to the hospital and seen by the neurosurgeon. The patient had an explant of the pump and catheter on (B)(6) 2013. A culture was taken from the device pocket and blood. The pocket was cultured and found to be (B)(6). Antibiotic treatment was necessary. The patient was in ICU intubated with respiratory issues. This was not related to the explantation of pump but due to pneumonia. The patient was started on oral baclofen 20 mg qid, valium 5mg po tid, prn IV valium, and periactin 4mg every 6 hours. It was noted that the patient experienced altered mental status, drainage/incisional wound opening, fever and increased spasticity. The device system was used to deliver gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: catheter. (B)(4).